Event description:
Began using philips dreamstation CPAP in (B)(6) 2020. Developed nodule on lungs. Suffers from throat irritation, constant severe cough, asthma, shortness of breath and fatigue since using the CPAP. Refer to add'l documents in i2k.